Event description:
An (B)(6) male pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons will not activate device) has been confirmed. Upon eval, there was contamination in the response button switch. The cause for the inability to activate the device is the contaminated response button switch. The root cause for the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated switch. The pt was issued a replacement monitor.